Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-00467. It was reported that two noise episodes possibly due to electromagnetic interference (emi) were observed on the right atrial (ra) and right ventricular (rv) leads. The noise was only oversensed by the ra lead. No programming change was made. The patient was stable.